Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken pca pin. Service history review identified that the device had not been serviced in the last 12 months. Functional testing was performed. No problem was detected. The device was calibrated and thereafter passed all functional and accuracy testing.

Event description:
It was reported that device was out of calibration. There was unknown patient involvement and unknown patient harm/adverse event reported.